Event description:
It was reported that the battery took longer to charge than normal. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.